Event description:
Customer reported an abo discrepancy when testing a donor sample on the galileo. The sample typed as o on the galileo, but it was confirmed as an a subgroup.

Manufacturer narrative:
Review of result images: galileo: no agglutination visible in the forward group wells a10 and b10 and agglutination visible (4+) in the reverse group wells f10 and g10. Manual tube testing: donor sample was tested with anti-a,b 4+; repeat testing resulted as 3+. Per the anti-a, anti-b package insert, "certain subgroups of a and b may produce reactions that are weaker than those obtained with a or b red blood cells of most random donors."